Manufacturer narrative:
Per tandem's pump user guide: make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received inaccurate fill estimates. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level due to running out of pump supplies; bg ranged between 544-545 mg/dl. Manual injections were used to correct.